Event description:
It was reported that during a laparoscopic nephrectomy procedure, on the third firing they could not complete third stroke. They could not reverse the direction of the knife blade. The device was completely locked out; the window was blank; no lock out signal and knife blade direction indicated. The device would not open. They pulled it from the tissue. There was tissue damage, it was corrected by clipping. Clips were used to control bleeding. This was the last necessary firing. They used clips and cut in between the clips to complete. The patient is currently okay. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that the (B)(4) device was received with the knife jammed and with a white cartridge reload present. The reload was received fully fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and a clip was found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. A batch record review was performed and no anomalies were found during the manufacturing process.